Event description:
It was reported that during an interventional right carotid artery stenting procedure, the rx acculink was difficult to deploy. The physician pulled on the deployment mechanism and the stent jumped, deploying in the target lesion, however, did not fully cover the lesion. Another same size rx acculink was used to completely cover the lesion. There was no reported adverse patient effect or sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned with blood and saline in the sheath and on the handle, consistent with handling and being advanced into the anatomy as reported. The tip was intact. The outer sheath was 2 centimeters proximal to the proximal end of the tip. The handle was in an unlocked position. The slider was located in the middle of the handle. The hypotube in the handle was not bent. There was no damage noted to the sess. During functional testing, the slider was retracted and advanced without any resistance. Difficulty deploying and inaccurate delivery can be the result of, but not limited to, interaction with lesion/anatomy, physician technique/handling, kinked shaft, interaction with associated devices and device positioning. To ensure this is not a result of a manufacturing deficiency, all acculink stent systems are 100% visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment. A conclusive cause for the deployment difficulties could not be determined after examining the returned unit. It may be possible that the distal end of the rx acculink was trapped with the vessel or a tight lesion causing resistance during deployment. Additionally, once the distal sheath finally retracted from being entrapped, the stent sprung or jumped forward due to the build up of force in the shaft. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that would have contributed to this incident. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication to suggest a product quality deficiency.